Event description:
The customer reported that during a cataract procedure, there was no aspiration. After an ultrasound shot was performed, a burn to the incision occurred. The phacoemulsification tip was replaced and the surgery was completed. Sutures were used to close the incision. Additional info has been requested.

Manufacturer narrative:
No phaco tip (unspecified product) was returned for occlusion and a thermal injury. No lot number was identified with this complaint; therefore, a lot history review could not be conducted. Because a sample was not returned and no lot info was provided for a lot record review, the root cause for customer complaint issue cannot be determined. (B)(4).